Event description:
The manufacturer received information alleging that on may 18th while the patient was in another room he was alerted by a fire alarm. The patient entered the room and saw flames coming from the side of his bed, and that the devices shell was melting. The patient extinguished the fire and evacuated the damaged device. It was reported that the patient suffered burns to his hands (blisters) but did not seek medical intervention. It was reported that the cause of the fire is unknown. Its reported that the patient is a compliant user of the device with up to ten hours usage each night. The night table could not be opened after the event and there was not any humidifier or heated patient circuit in use. It is noted that the electrical socket is 30 cm from the floor (the only socket). No other connections were seen, and no bedside lamp was in use. The event caused damage to patient bed and mattress. In addition, the patient mentioned he uses the auto start option on the device and has had the unit self-start on several occasions. The device is noted to be available for pickup for evaluation. At this time the evaluation has not been completed, and we are unable to confirm any malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per reportability decision - it is uncertain if the device is the cause of the fire. The device was returned to a third-party service center. The technician unable to confirm foam particles in the air path during the device evaluation. In this report, box b, d, g and h has been updated/corrected.

Manufacturer narrative:
The device is in the process of being returned to philips respironics¿ product investigation lab (pil) for evaluation. Once additional information relevant to the investigation becomes available, a follow-up report will be filed. In this report, box g and h has been updated/corrected.

Manufacturer narrative:
In the initial report the (device) problem code grid was incorrectly coded with "adverse event without identified device or use problem". Now it has been corrected in this follow-up report.

Manufacturer narrative:
The manufacturer received new and relevant information on 06/23/2025. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that 0 error was logged, right side of the bottom, and top enclosures appear melted, knob and right side of ui (user interface) panel appear melted, right side accessory door appears melted, unknown contamination at the air inlet and the bottom of the blower box, unknown contamination inside iso port, lcd has yellow background on right side of display when powered, black specks in the bottom enclosure, unknown dark residue inside enclosures, unknown white dust-like contamination was on top and bottom of the blower motor and the blower motor seal, missing air inlet filter. Pil was unable to confirm the complaint, or address the symptoms specified. In addition, appropriate code updated/corrected in this follow-up report.